Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical services on 08/28/2018 stating that this lead exhibited high threshold. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)